Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an average shock impedance of 140 ohms over the last 28 days. Technical services (ts) was consulted and confirmed the current low-voltage shock impedance (lvsi) trend over the last three months shows consistently out-of-range values of greater than 125 ohms. Per ts, the 28-day average shows lvsi between 90 and 150 ohms. As the patient will likely undergo a box change soon, ts noted it is a clinical decision whether the rv lead is kept or replaced during the procedure. No adverse patient effects were reported. This lead remains in service. Additional information: the patient underwent the scheduled box change procedure, and the physician decided to keep the rv lead. The patient will be monitored via the latitude remote patient monitoring system and during scheduled follow-ups.